Event description:
It was reported the patient underwent transforaminal lumbar interbody fusion (tlif) using interbody and posterior fixation at l5-s1. The tip of the lumbar probe broke off in the right pedicle at s1. The tip was embedded in the bottom third of the pedicle. The surgeon did not attempt to remove the tip. Thoracic probe was used to complete the case. No patient complications reported.

Manufacturer narrative:
(B) (4): the probe was not returned for evaluation. X-rays were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be determined.